Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15july2019. The manufacturer¿s field service engineer (fse) confirmed the reported low battery issue. The fse replaced the external battery, and the unit passed all performance tests after. The unit is ready for use.

Event description:
The customer reported low battery. There was no patient involvement.